Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation.   This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen bezel was separating, and the user provided a photo; blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education, confirmation that data could be synced prior to return, guidance on shutting down the device, and shipment of a replacement with instructions for returning the original. Investigation of this case revealed a hardware enclosure issue consistent with screen bezel separation without functional alarms or performance impact. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure degradation.